Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were fluctuating (204 - 54 mg/dl). Customer treated low bg level by consuming carbohydrates and elevated bg level was treated by delivering a correction bolus. Reportedly, the customer's pump settings were altered following a surgical procedure. Recommendation was made to discuss diabetes management with health care provider.